Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok, up and down keypad buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2016. The device has been returned and evaluated by product analysis on 08/26/2016 with the following findings. During investigation, all the keypad buttons responded appropriately. The keypad was intact with no peeling or tearing. The keypad was removed to find no contamination under the key contacts. The pump case was removed to find the keypad flex cable fully inserted into the keypad flex connector and the connector latched. No evidence of moisture or loose components were found inside the pump. Unrelated to the original complaint, the audio bolus button cover was torn but responded appropriately to user input. Additionally, the pump powered on to a dim discolored display. A crack in the cover was observed between the corner of the display lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).